Event description:
It was reported that during the primary knee surgery surgeon noticed that the #7 ps insert was asymmetric. Doctor decided to use another insert and completed the surgery without any delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned component indicates that the insert had been incorrectly presented to the baseplate during assembly whereby the plastic tabs were pressed against the front end of the metal retaining tabs of the baseplate rather than underneath the metal tabs. The remaining damage was most likely caused during subsequent removal of the insert from the baseplate. -medical records received and evaluation: not deemed necessary as visual inspection performed. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, there is indication that the insert had been incorrectly presented to the baseplate during assembly. The damage observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that during the primary knee surgery surgeon noticed that the #7 ps insert was asymmetric. Doctor decided to use another insert and completed the surgery without any delays.